Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. The patient was seen and testing revealed noise visible on both the primary and secondary vectors during physical activity. An x-ray taken did not reveal any abnormalities or changes in the placement of the system. Surgical intervention was performed and the patient received a new transvenous system. The s-ICD system was deactivated and remains in situ until its explanted at a later time. No additional adverse patient effects were reported.